Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information was received that this crt-d system exhibited a gradual rise in high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service.